Event description:
It was reported via medwatch "PICC line placed on patient's left arm when completed, the inner wire removed and this rn assessed for patency before dressing was completely secured. It was assessed that the red lumen was occluded and purple lumen was flushing well with positive blood return. This rn used 1st wire to assess red lumen by inserting it into red lumen occlusion was noted and felt like something stuck into catheter. PICC line removed and new one placed using sterile cath exchange technique. Upon assessing previous PICC the inner wire was noted to be missing end copper tip part. PICC line feels like wire jammed into catheter. Md notified of findings for possible wire fragmentation. Chest x-ray ordered. Chest x-ray did not show anything concerning PICC line and wire placed into biohazard bag and placed into IV team manager's box."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft4476 showed no other similar product complaint(s) from this lot number.